Event description:
The customer reported that they had a unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore, no patient information is reasonably known at the time of the event.

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Fluids were removed from the plasma bag and centrifugation was performed at 3000xg at 4 degree c for 10 minutes. The concentration of the free hemoglobin in the post-filtration plasma supernatant was 49.37mg/dl. The manufacturing and testing records were reviewed with no issues noted. No similar reports have been received regarding this production number. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. The customer claimed that the filtration process took longer than an hour; this time period is considered to be within normal procedural range. Root cause: a definitive root cause for this failure could not be determined. The following possible root causes are:-characteristics of donor's blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter occlusion

Event description:
Donor unit # (B)(6).